Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the user felt that the (B)(4) arm strength was not as strong and the device kept slipping. The reporter clarified "they felt the stabilizer was not strong enough to do the obtuse marginal's. This surgeon does not use the xpose device and is dependent on arm strength to hold heart. They feel the suv is far superior in strength." The tubing was also not holding suction as well. The reported unit was used to complete the procedure. There were no patient effects. The product was discarded.